Manufacturer narrative:
The reported complaint was confirmed during functional testing of the returned thermogard xp ivtm system (sn: (B)(4)) and review of the event log. The root cause of the issue was due to a faulty temperature probe. The thermogard xp ivtm console is a reusable device and was manufactured in december 2008 and has exceeded its expected service life of 5 years. The console did not pass functional testing, the temperature in the cold well bath was found lower than the limit of -15°c. Review of the retrieved event log also revealed multiple tcmid: 05 (coolant diif failure) messages. Unrelated to the complaint, noted during visual inspection, the seal rocker switch and cold well gasket were missing, the foam spar gasket and bumpers were damaged, and the caster was loose. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system (sn: (B)(4)) displayed a tcmid: 05 (coolant diif failure) message. Per reporter, it is not known when this issue occurred. There is no known patient consequence reported.